Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances on the right ventricular (rv) lead, measuring 125 ohms. Over the least year the shock impedances were mostly 90 ohms to 100 ohms with spikes to the low 120 ohms. It was noted there have been no shocks delivered. Boston scientific technical services (ts) recommended increasing the out of range limit to 150 ohms and continue to monitor. This ICD system remains in service. No adverse patient effects were reported.